Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with pneumonia and a blood glucose of 406 mg/dl. The customer stated that he dropped the insulin pump about a month ago, and the insulin pump has not been working properly since then. No signs of damage, however. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.